Manufacturer narrative:
Covidien reference#: (B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The distributor reported that they received a complaint from one of their customers stating that during an adenoidectomy surgery the surgeon noticed a very small burn to the corner of the patient's mouth and as a result a medwatch was filed under reference number (B)(4). The burn was treated with bactroban and the incident suction coagulator was found to be damaged on the suction tube. The date of occurrence was (B)(6) 2015. Patient information could not be provided.